Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was connected to the homechoice when they passed away. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Review of the event logs revealed no additional alarm/failure codes or keystrokes, programming, or use related events that were related to the reported problem. There were no keystrokes, no device failure, malfunction, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. There was nothing found during the evaluation that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.